Event description:
Baxter affiliate reports one incident of "blood leakage observed on arterial and venous port during hemodialysis" with the psn 120 dialyzer. No further information is available at this time.